Event description:
It was reported that the patient had a catheter revision. The pump was delivering baclofen (unknown). Additional information reported that symptoms included withdrawal. The reason for the revision was unknown. It was reported a new catheter was placed. During the case, the old catheter was partially removed. It was reported that the patient had not regained therapeutic effect following the catheter revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).